Event description:
The international customer reported the ventilator would not function on ac power. The customer reported the device was not in use on a patient; therefore, there was no patient involvement or harm. The manufacturers service provider confirmed the reported problem. The service provider replaced the power supply to address the reported problem.